Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all of the buttons had a delayed response. Removal of the keypad cover found contamination under all the keypad button contacts. The audio bolus button cover was torn but the button responded properly. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen with fading text. In addition, it was observed that the battery compartment was cracked near the case seal and the threads on the battery cap were stripped.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.